Event description:
It was reported that the patient alert triggered, and it was not possible to interrogate the device. The device was explanted and r eplaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. The hybrid battery was found to be shorting. These failure conditions are consistent with the reported no output and no telemetry failure conditions.

Event description:
It was reported that the patient alert triggered, and it was not possible to interrogate the device. The device was explanted and r eplaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. (B)(4).

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.